Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported via medwatch "patient had pac accessed for home (re-accessed 12/1 without difficulty), came into the ed (emergency department) for blood in the tubing and patient shirt was wet. Upon inspection tubing noted to have hole or be broken at the bottom of the tub near the hub."